Event description:
Reportedly the corrugated tubing on this circuit is stiff. They have had two events of extubation during general anesthesia with (pediatric) patients. These patients were under the care of the anesthetist and were reintubated. No pt adverse outcomes or sequelae reported in either case.